Manufacturer narrative:
(B)(4). The field service engineer replaced the velara 8e converter part number (B)(4) that has solved the problem.

Event description:
The customer reports that the fluoroscopy failed and the system is down.